Event description:
Reportedly, the patient started to suffer from continuous ICD shocks on (B)(6) 2021. During the follow-up, all the parameters were normal but noise was observed on the ventricular channel in some episodes. The physician disabled therapies and scheduled an x-ray exam to check the integrity of the right ventricular lead. Review of the files dated (B)(6) 2021 showed fluctuations in the lead impedance since (B)(6) 2021.